Event description:
New information states that the lead exhibited capturing issue. The lead was capped and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead pacing impedance started increasing around (B)(6) 2019. The lead exhibited noise. No intervention was performed. The lead would continue to be monitored. The patient was stable.